Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the preparation of an ablation procedure to treat an atrial flutter, an intellanav mifi open-irrigated catheter was selected for use. A maestro 4000 generator and metriq pump were also in use with a flow rate of 30ml/min. Catheter was taken out of the package and during preparation, leaking from proximal end of tubing where it goes into the handle was noticed. No error warning was triggered. No damage to the luer was noticed. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications.